Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed, and found a faulty harness switch. Additionally, a scratch was observed on the top cover, scope socket has moisture stains and debris inside the air pump tubing. The unit was equipped with the required replacement parts and the unit passed functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that they are unable to turn the device on with the power switch on the clv-190. There was no patient involvement associated to this report.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "proper storage procedures are as important as proper reprocessing procedures in maintaining good infection control practices. Be sure that the endoscope storage cabinet is properly maintained, clean, dry, and well ventilated. All equipment must be thoroughly dried prior to storage.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the user hit a solid object on the power switch and that that moisture and debris flowed into the air supply tube due to the use of the scope with the scope air supply channel wet.